Event description:
It was reported that the pt had two days of intermittent hearing. Afterwards, there was no auditory sensation anymore. In situ testing is indicative of a device malfunction.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.